Event description:
Customer reported there was a large blue/black spot on the display of the infusion device. The spot was there for 45 minutes, and he was unable to read the display. The issue resolved itself and the display returned to normal, but the same thing has occurred 4 times since. The alleged product was replaced and requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.